Event description:
It was reported the distal cover fell inside the patient's body during a endoscopic retrograde cholangiopancreatography (ercp) and the piece was retrieved from the patient. The patient's health was not harmed and the procedure was completed without a delay. This report is related to linked patient identifier (B)(6).